Manufacturer narrative:
The customer had indicated that the subject device will not be returned for eval. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded - not returned for eval.

Event description:
It has been reported to us that during the procedure the guide wire straightener traveled into the pt's pulmonary artery. The physician performed a "cut down" procedure on the pt in order to access the artery. The physician inserted the introducer into the pt. The physician used the guide wire straightener and inserted it into the introducer and inserted the guide wire into the pt. The physician noticed that the straightener had traveled through the introducer into the pt. The physician attempted to visually locate the straightener on the fluoroscope and was unsuccessful. The physician was concernced about retrieval, however, because of the inability to see the device because it is not radiopaque, the physician has been unable to retrieve the device or locate the exact location inside the pt. The physician has decided that at this time the device will be left inside the pt until location can be determined. The pt is being treated with anticoagulation medication and add'l scans will be conducted. The pt is currently asymptomatic at the time of this report.